Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fill tubing process required more insulin than normal to complete. The customer reported using cold insulin. There was no reported impact to the customer's blood glucose level.